Manufacturer narrative:
The device was returned to the service center and is pending evaluation. The cause of the reported event cannot be determine at this time.

Event description:
The service center was informed that the scope was incorrectly or improperly reprocessed. The user facility reported that when attempting to process the scope a message comes up saying the ¿sheath failed.¿ also, an ¿e216 communication error¿ was noted. There was no patient involvement was reported.